Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that increased hv lead impedance was noted via merlin net transmission. The lead and device are explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.